Manufacturer narrative:
A follow-up medwatch will be submitted when further information becomes available.

Event description:
It was reported that on (B)(6) 2026 at 20:20,(B)(6) hospital placed a patient on a be-pls 2050 (batch number: 3000503551). The transfer was successful at 20:40. At 21:20, the ECMO membrane (pls oxygenator) clotted, and the flow gradually dropped to 0. An emergency hand pump was used, and the patient underwent cardiopulmonary resuscitation. The patient's heart rate gradually decreased, blood pressure became undetectable, and vasoactive medications were administered. After the entire set of ECMO consumables, including the oxygenator, was replaced, ECMO support was re-established, the flow stabilized, the oxygenator functioned normally, and spontaneous cardiac rhythm returned. The be-pls 2050, pik150, and be-pvl2155 were replaced because the source of the reported failure could not be determined. This complaint was opened as a secondary complaint linked to onetrack #1571540, since the related hls cannula be-pvl2155 was also replaced during treatment and may be associated with the reported event. Since the failure was occurred during treatment and cardiopulmonary resuscitation was mentioned, the complaint is reportable. (B)(4).